Event description:
On 07/31/2009, the pt's mother reported that the pt had issues with the up and down buttons of the backup infusion device. She stated that the buttons are very hard to press and are flat and do not pop in and out when pressed. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.